Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one premium surgiclip* ii (m- 9.5" shaft length) titanium clip applier. The visual inspection of the returned product noted the instrument was partially applied with sixteen remaining clips. The ratchet function was engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Two clips were jammed in the distal end of the channel. Functionally, the jammed clips were removed; as the second clip was being removed, the next clip loaded into the jaw and was fired with proper formation. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. The next clip did not advance into the jaws as the pusher bar was slipping under the clip and not pushing the clip forward. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a component error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been addressed by change development process (cdp) #(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ear, nose and throat carcinoma procedure, the surgeon was able to squeeze the handles when the issue occurred but the jaws were not able to close. There were issues experienced with the loading and firing of the clips. No clips were able to load properly into the jaws. No clips were able to fire from the device. In order to resolve the issue and complete the case, the surgeon used another device. There was no patient harm.